Manufacturer narrative:
Evaluation summary: customer reported: "exposed plate of shunt and filtration failure was found after surgery". No sample was returned, therefore, the condition of the product could not be verified. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested and received. (B)(4).

Event description:
A doctor reported an exposed plate of a device and filtration failure following a glaucoma filtration device implant procedure. The device had been implanted at another facility six months prior. The doctor confirmed that the plate part of the device is under the conjunctiva in the patient's eye. It's unknown whether the cause of exposure of the plate part of the device is due to thinning of sclera or due to the implantation without making sclera flap. The device remains implanted. Additional information was provided of iop increase and conjunctival damage. Scleral flap hypoplasia is suspected and a trabeculectomy was performed.